Event description:
The device allegedly would not deliver a defibrillation countershock to the pt. An electrical arc from the combination module's therapy cable was reportedly observed when the defibrillator was discharged. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.